Event description:
Further follow-up revealed the symptoms resolved.

Event description:
Pt reported that after injection with juvederm ultra plus, in the nasolabial folds, lips and oral commissures, the pt had an "allergic reaction, swelling, itching, pain and nodules" at the injection sites, the day of injection. Prednisone was provided as treatment.

Manufacturer narrative:
Further info from the reporter regarding event and product details will be requested. No add'l info is available at this time. The events of "allergic reaction, swelling, itching, pain and nodules" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Postmarket surveillance: the following adverse events were received from postmarket surveillance for juvederm ultra plus (without lidocaine), which were not observed in the clinical trials, this includes reports received globally from all sources including scientific journals and voluntary reports. Adverse events with a frequency of 5 or more events are listed in order of prevalence: inflammation at the injection site, allergic reaction, blister, infection at the injection site, skin rash, bleeding at the injection-site, necrosis at the injection site, abscess at the injection site, and headache.